Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab could not be inserted. Without changing the guide wire, a new iab was used and inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
Full event site address: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab could not be inserted. Without changing the guide wire, a new iab was used and inserted successfully. There was no reported injury to the patient.